Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass (cpb) procedure, the flexible device cable of the sternal saw was leaking oil. The device was not changed out, as the customer was able to use the saw for the cpb procedure. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.